Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had no image, water got all over the equipment and it needs to be checked to make sure there is no internal damage. The image did not want to work, it just went all black. The issue was found during an unspecified procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the no image issue could not be reproduced, the unit was inspected and tested using test scopes and video processors. The image stabilized normally without any issue, and no faults were found with the water invasion. Additional findings include the following: the front panel mouth was cracked, the bottom chassis corner was damaged, the top cover was damaged, the device had a worn out socket slider switch which caused intermittent use of the high intensity mode, and there was dust on the scope socket. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.